Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely while inserting/withdrawing an endo therapy accessory (cleaning brush, ect.) The metal part came into contact with the port and resulted in the reported event. The event is detectable by handling the device in accordance with the following instructions for use (IFU): bf type p150/1t150 operation manual "chapter 3 preparation and inspection" states how to detect the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the reported in b5, additional findings were as follows: due to a cut on bending section cover rubber, water tightness was lost, the distal end had a scratch, the bending section cover rubber had cut, due to wear of angle wire, bending angle in up/down direction did not meet the standard value, the scope connector had a scratch, the control unit had a scratch, the suction cover had a scratch, the grip had a scratch, the up/down angulation lever plate had a scratch, and the angulation lever had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The bronchovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the forceps channel port was shaved. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.